Event description:
1) tip of a needle broke off during subcuticular closing. Tip never found, less than a mm in length. X-ray taken following surgery, it was completed minutes later and nothing was located on x-ray. Radiology report states negative for metallic needle fragment and notes "missing needle tip" under additional clinical information. No harm to patient per surgeons involved in case.